Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while operating the power wheelchair in a pedestrian crosswalk. Hoveround owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."

Event description:
End user reported that she was struck by a motor vehicle while operating a power wheelchair in a pedestrian crosswalk. As a result of the incident, the end user received a fractured leg.